Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "infection", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported injecting a patient with 1ml of juvederm® volbella xc in the lips. Hcp states 6 months post injection, patient began to experience delayed onset inflammation and pain. Hcp also noted the patient "had a recent [unspecified] infection"(deemed not device related) and that the patient has "swelling intermittently, sometimes top lip others bottom". Symptoms are ongoing.